Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and reported having difficulties connecting the communicator to this device. The patient reported observing yellow collecting waves (ycw) on the communicator. Ts assisted the patient with troubleshooting efforts. The troubleshooting efforts were unsuccessful. Ts advised the patient to consult with the device treating clinic for further evaluation. No adverse patient effects were reported. The pacemaker remains in service.